Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported during use of bd vacutainer® 9nc 0.109m 2.7 ml, an unspecified number of tubes were overfilled. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary : bd had not received any samples or photos for investigation. Bd plymouth did not receive samples despite a tracking number being provided. If the samples are received the investigation will be reopened for an update. Therefore, a total of 20 retained samples from each lot number were functionally tested and all tubes tested within specification requirements. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: overfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 2: it was reported during use of bd vacutainer® 9nc 0.109m 2.7 ml, an unspecified number of tubes were overfilled. There was no health impact or consequences reported.